Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert and battery was at 12 percent. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting prematurely. As of this time, this s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert and battery was at 12 percent. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting prematurely. As of this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information received indicates that this s-ICD was explanted and replaced of the same model. No additional adverse patient effects were reported.